Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system would not boot up. The device was not in clinical use at the time of the event. There was no reported patient or user harm. The philips field service engineer replaced the flexvision computer and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirm that the system was not starting. A review of the system logfiles found a malfunction with the flexvision pc. Upon troubleshooting fse found that the smps (switched mode power supply) of the flexvision pc was defective. The defective flexvision pc was returned for analysis and it was concluded that the flexvision pc was failed due to the faulty power supply. Fse replaced the flexvision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.